Event description:
Hologic novasure impedance controller endometrial ablation device passed cavity assessment and ablation was initiated. After approx 5 seconds, the device stopped. All the info was still present on the display screen, but the novasure itself was no longer ablating. The procedure was completed with a subsequent "like" device without issue. Diagnosis or reason for use: uterine ablation.